Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room due to loss of consciousness and ventricular tachycardia (vt). The physician stated that the implantable cardioverter defibrillator (ICD) was not working properly. The patient was admitted to the ICU (intensive care unit). The ICD remains in use. No further patient complications have been reported as a result of this event.